Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports his ipg is unable to be recharged and he is no longer receiving stimulation. A replacement charging system and troubleshooting did not resolve the issue. Further information identified the patient failed to routinely recharge the ipg. The sjm representative confirmed the issue. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced. Therapy was resumed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.